Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and the patient. The rep reiterated the issues already reported indicating the patient was still having issues. The rep and the patient will try with the controller 6-10 time trying to get it to connect and it will work maybe 1-2 times. The issues appears to only be when the controller was used on its own, which happens both at home and in office. The rep ensured that the patient wasn't holding hand over the top of the controller, the controller was directly over the .implantable neurostimulator (ins), there was no metal around, the patient noted there was no emi, they have seen these issues in the past, and they have disabled/re-enable the ins. During an attempt, the stimulation was turned off. It was reviewed that everything seems to be working as intended (both internally and externally) except for one particular communication pathway between the controller and the ins, that telemetry may be getting hung up somewhere even with multiple attempts to communicate. It was suggested that the patient should communicate, stop once the controller was connected and don't attempt to interrogate any other times unless needed. In addition, the patient described trying to turn the stimulation down and had difficulty getting the controller to connect with the ins to turn down the stimulation. The patient was very frustrated with the issue. The patient decided to turn the stimulation off due to the frustration. The rep noted that if they try to communicate with the ins using the controller 6-8 times, they will get "no device found' at least once during the attempts. It was noted that all groups were showing as active on the controller after reprogramming. The rep doesn't think the patient button was mashing/pushing buttons quickly. The rep was unable to replicate the issues while pushing the button with a normal frequency. Additional information was received from the rep that when working with the controller and the patient, they have not been able to reproduce the intermittent communication with the controller, so they haven't taken the video. The patient left the stimulation off since about 4 days and the patient was frustrated with the controller and worried about not being able to make changes to the stimulation; i.e turning it off if she is feeling too much stimulation. The rep interrogated the device twice on the day of the report without incident. It was mentioned that the patient was using the third controller that was given. The patient was holding the controller in front of her between her knees when trying to communicate with the ins in the right hip and didn't understand why this wouldn't work as the distance shouldn't be close enough to communicate with the ins. On the day of the report, the controller was communicating fine with the ins when the patient was holding the controller in front of her body,but it was reviewed that positioning the controller in this manner could result in no device found events since the patient was communicating through the body and this wouldn't be a surprising outcome. It was reviewed that the patient showed place the device towards the side of their body if they had any telemetry issues in the future or they could use the recharger antenna to communicate as well. Furthermore, the rep indicated that the no device found error message was a known issue and the error message can be seen due to different variables and there isn't anything necessarily wrong with the controller or the ins. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot# nlh038791n, product type: accessory; product ID: 97745, (B)(4), product type: programmer; patient product ID: 97745, (B)(4), product type: programmer. Patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported when rep used controller to switch groups, it would show ¿no device found¿ and if they were able to get past this, then stim would turn off without pressing the top gray button. Rep stated they reseated battery pack and also reprogrammed ins with tablet with new groups and issue continued. They noted they had no issues interrogating ins with tablet and issue was occurring when controller was being used on its own without recharger. A replacement controller would be sent. It was noted while charging groups, it displayed device cannot be found and turned off the stimulation, rep confirmed it. Additional information from patient was received on (B)(6) 2019. Patient had the same issue with new controller, it said ¿can not find device¿. Patient services (pss) said rep call manufacturer. Patient noted when she charged ins she got good charging quality, but after repositioning was able to get excellent charging quality. Patient mentioned it sometimes took her an hour and a half to charge ins. Patient stated ¿one time she tried to connect battery was at 40% and one was at 50%, so patient charged controller then charged herself, so they were both up, and that did not make a difference with connecting to ins. It was mentioned the controller worked ¿on and off¿. Patient experienced headache and pain. It was noted the pain was due to not being able to make the connection with controller and ins, and the headache was due to the trouble she was having with her controller. Patient mentioned connection issues with new controller, pain and headache. A replacement controller would be sent. It was noted the controller was losing connection to ins when not connected to the antenna, she did not have any problems recharging. After pairing, she changed programs or groups every 5th to the 6th times, it would come up no device found. Additional information on (B)(6) 2019 from patient indicated received new controller replacement and it was doing the same thing, no device found. Patient noted controller had 70% battery and ins had 60% charged. It was reviewed moved controller closer to ins, assured hand was not covering top of controller, pressed try again to attempt communication, rep noted they were able to connect, and every so often no device found was seen. A replacement controller battery would be sent. It was noted while charging groups, it displayed device cannot be found and turned off the stimulation, rep confirmed it. No further complication and events were reported.